Event description:
It was reported the patient experienced "unstable stimulation" with the device turning on and off on its own. Impedance was checked and noted over 4000 ohms between #0 and #3 electrode. An x-ray showed the lead had migrated. The hcp indicated it was due to inadequate anchoring. The lead was replaced. The patient recovered without sequela.